Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and rec'd a result of 216 mg/dl. The normal control range was 102-141 mg/dl. No adverse event were alleged. The test strips were to be returned for eval, but the qa lab only rec'd an empty bottle. The meter was returned for eval. Replacement products were sent to the customer.